Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a tapp (transabdominal preperitoneal inguinal hernia repair) procedure, a piece of the active waveguide disengaged and fell into the patient cavity. A red warning light was noted as being observed a few times before the piece disengaged. The piece was retrieved from the patient cavity and there was no patient injury. A new dissector was opened, installed onto the system in order to successfully complete the case.

Manufacturer narrative:
One used scd391 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off. The broken piece was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as a hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.